Event description:
It was reported that a decrease in r-wave amplitude and no capture was observed. CT scan revealed that the lead had migrated 1 cm into the myocardium. It was noted that the patient did not present with an effusion or a drop in blood pressure. No interventions were performed since the device was sensing all intrinsic complexes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.